Event description:
Additional information: it was reported that weeks before the pump failure the patient was operated on due to lack of efficiency. The surgeon suspected that the catheter was occluded under the pump.

Event description:
Additional information reported that weeks before the pump failure a surgeon operated on the patient, because the patient was experiencing a lack of efficiency due to an occluded catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the pump was also delivering clonidine.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed motor feed thru and gear train anomaly; corrosion. The pumphead had a hole in the pump tube and mechanical wear. The pump tube was deformed. The pumphead had corrosion and roller wheel anomaly.

Event description:
It was reported there was a motor stall and an error with the patient's personal therapy manager. Interrogation of the pump, including an event log check was done, and the pump was explanted. Catheter was controlled and it was permeable. The patient was "ok" and was receiving IV morphine following pump explant. Prior to explant upon requesting a bolus, the patient received an error 8476 on their personal therapy manager (ptm). It was unclear whether or not the bolus dose was administered following the error or what was exactly reported in the pump event logs. The medications in the pump were morphine, prialt, and naropeine. Follow up information had been requested, however was unavailable at the time of the report.

Event description:
Additional information received reported that the catheter was never changed, it was still implanted and still in use. The problem was that the pump pressed on the catheter. The occlusion was solved with surgery; they correctly put the catheter under the pump. There was no problem with the connector between the pump and the catheter.

Manufacturer narrative:
Product ID neu_ptm_prog serial# unknown, product type patient programmer. (B)(4).